Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the photograph and additional information provided by the hospital, and our knowledge of the product. Results: the photograph provided by the hospital showed that the collar at the patient end of the expiratory limb was cracked along its length. The hospital reported that the subject breathing circuit passed the pressure leak test before it was used on a patient. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine what had caused the collar to crack; however, based on our previous investigations of similar complaints, the reported crack is most likely due to the connector coming into contact with a chemical solution, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the collar on the expiratory limb became damaged during use. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit had cracked after two days of use. It was also reported that the subject breathing circuit passed the leak test before it was used on a patient. No patient consequence was reported as a result of this incident.